Event description:
Per dealer, the plastic legs which twist to adjust the height are not remaining locked in position. When the patient sits on the shower chair their weight is lowering the seat. Patient weighs less than 250 lbs.